Manufacturer narrative:
Date sent to FDA: 12/21/2018. Additional narrative: it was reported that the patient has complaints of problems with marital intercourse. No additional information was provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on an unknown date and mesh was implanted. Seven weeks after the procedure, the patient reported burning, bleeding and severe pain. The patient has been taking medication and lying down during the day with ice packs to relieve the pain. No additional information was provided.